Event description:
It was additional reported that the patient experienced dizziness. A x-ray confirmed the rv lead was partially inserted into the device header. The rv lead was also observed with high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular lead had noise, oversensing, high impedance, and had triggered the lead integrity alert. An x-ray confirmed the lead pin was not completely in the header port. The detections were turned off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary (B)(4) performance data was received and analyzed. The save to disk primary finding noted the lead impedance pacing rv was out of range high. Two patient alerts for out of tolerance subthreshold lead impedance (B)(6) 2012. Weekly pace lead trend data shows an abrupt increase for ventricular pace bi impedance - 456 to 4047 ohms peak between (B)(6) 2012. The sensing function had oversensing of non-physiologic/short interval counts. Ventricular sort interval count (v-sic) = 18164 counts in 78.12 days between (B)(6) 2012. The lead integrity alert triggered. One patient alert for lead failure predictor on (B)(6) 2012. The sensing function oversensing rv. Thirteen ventricular nst <(><<)>= 216 ms between (B)(6) 2012. Five lfp high rate non-sustained <(><<)>=210 ms average v-cycle on (B)(6) 2012, 2 vf <(><<)>= 210 ms average v-cycle on (B)(6) 2012.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.